Event description:
It was reported that during a minimally invasive procedure for hemorrhoids, there was an incomplete staple line and the orange bar was missing from the gap setting scale leading to excessive bleeding after firing stapler. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Counterfeit device. The analysis results showed that a non ees device was received. The device was examined and several key visual features from a previously -confirmed counterfeit device were compared to features on this device. Key similar features on this device and the confirmed counterfeit device were the profile of the safety switch, number of holes in the anvil shaft, and parting lines on the casing. All of the features were identical between the two devices. "The safety switches both had an extra bump that is not present on the ees device. Additionally, there were no cavity numbers in a circular feature that was placed on the counterfeit device to mimic the ees device." Both of the casings had similar multiple parting lines that are different than the ees device. Both of the anvil shafts had two press fit pins and there is no through hole that is present in the ees device. There was one difference and that was the surface finish on the aluminum ferrules. Ftir analysis was performed on six components that had already been analyzed on the previously -confirmed counterfeit device. All of these components were manufactured from the same materials. The two devices were most likely manufactured by the same company.

Manufacturer narrative:
(B)(4). Additional information: how was the case completed?--- open hemorrhoidectomy was done using bipolar. How much blood loss? - there was 100ml blood loss. Was there a blood transfusion given to the patient? If so how much was given to the patient? - no. How was it determined that the device was in the proper firing range? --- as there was no orange bar in the gap setting scale. At what point did they noticed that the orange indicator was missing? ---- before firing. What was the shape of the staples that were fired? ----- there were no staples formation on either side of 6-o clock (approx 1.5cm on both sides). Was this the first time that the surgeon had fired the device? ------ no.